Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery the tip of ophthalmic forceps did not move. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was received with inner blister, outer blister and without cover foil. The sample shows no macroscopic signs of damage. The samples shows signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer complaint was not confirmed. After cleaning the sample was tested functionally and pass the test. The forceps can open and close no problem was found. The root cause cannot be identified conclusively because the sample met specifications. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).